Event description:
The customer reported that the system's dose was too high. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced sram. The dose measurements were adjusted. The system was tested and found to be working as intended and put back into service. The output dosage was measured prior to adjustment and was found to be out of tolerance. This malfunction may have resulted in an accidental radiation occurrence.